Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 159 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer had another low of 20 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.